Manufacturer narrative:
The following product was used during the index procedure: maverick balloon 2.5 x 15mm. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted upon 30 days of receipt.

Manufacturer narrative:
The complaint received states that this (B)(4) study patient suffered restenosis approximately 15 months post index procedure. This is a (B)(6) female with medical history including hypertension and allergy (ivp dye, levaquin and flagyl). The indication for the index procedure, performed in (B)(6) 2010, was stable angina with a normal functional stress test. One de novo, mildly calcified, non-thrombotic type c lesion was revealed in the proximal lad. The lesion was 40mm in length and the vessel was 2.3mm in diameter. The lesion was pre-dilated and a 2.25 x 23mm cypher stent was implanted at 20atm. Angiomax was used during the index procedure and the patient was given a 600mg plavix loading dose as well as 325mg asa. The dual anti-platelet regimen was continued post procedure. The patient was discharged the day after the procedure without report of difficulties. At the 30 day follow up, the patient reported no angina and no change in medication regimen. At the 6 month follow up, the patient reported no angina; however, dual anti-platelet therapy had been discontinued. Per physician orders, the patient had been placed on coumadin and plavix and asa had been stopped. The indication for coumadin was not reported. At the 12 month follow up, the patient reported no angina. At the 15 month follow up, the patient reported revascularization of the target lesion. Poba was performed for treatment of the restenosis. Despite multiple attempts, no further information has been available to date. The index stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15115430 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factor for atherosclerotic disease; i.e. Hypertension and discontinuation of dual anti-platelet therapy.

Event description:
The patient was enrolled in the (B)(4) study with a 95%, mildly calcified, de novo, type c lesion in the proximal left anterior descending artery. The lesion was 40mm in length and the vessel was 2.3mm in diameter. The lesion was pre-dilated and a 2.25 x 23mm cypher stent was implanted at 20atm. Approximately a year and three months post index procedure, the patient had restenosis of the mid left anterior descending artery and was treated with balloon angioplasty.